Event description:
It was reported that in several instances the medication infused in less that half the normal delivery time of 30 minutes. It is unk how many pts or incidents were involved. No other details were reported.